Event description:
Pentothal lifeshield incompatible with clave needleless system. Pt presented to surgery for cataract extraction. Intravenous line was established for intravenous sedation and placement of retrobulbar block. Inadequate sedation occurred secondary to luer lock being damaged and allowing intravenous fluids to flow unimpeded on to the floor. Once this occurs it is not possible to continue until the intravenous tubing is replaced. Interruption such as this during induction of anesthesia is extremely dangerous! This is the second time this has been brought to abbott's attention.